Event description:
"S/p b subgl infra h/s bilumens 250cc for involutional atrophy. Had b pexes and exchange with 200cc bilumen (? Type-no records). Due to l contracture, had both closed capsulotomies in 1981, and a l open capsulotomy in 1986. In 1992 had l capsulx and bx of cyst. Ultimately developed a l burning breast pain and was found to have b ruptures, so had b capsulx and removal with replacement with larger textured 400cc mentor gels. According to the pre-op both were intact but saline was gone on r. Post-op the pt's pain was improved for a time but now has reoccurred. In addition, following the 2nd set, developed progressive disabling systemic sx's including arthralgias (+ am stiffness)/myalgias, paresthesias/dysesthesias, spasms, swelling, fatigue, sleep disturb, adenopathy, sore throats, fevers, rec uri's, drenching night sweats, headaches, l tmjd, visual changes, dizziness, memory loss, sicca, rashes, hair loss, sens sun/cold/chem, sob/cp, choking sens, wgt gain, gi/gu disturb, and easy bruising. Pt is otherwise healthy."